Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii handpiece was damaged and was showing cracking despite following all proper cleaning techniques. Additional clinical follow up determined that the issue was discovered during cleaning. There was no patient involvement associated with the report.